Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, hospitalization, antibiotic therapy, and the subsequent transition to hd for rrt. The patient¿s pd catheter removal and transition to hd were byproducts of the (B)(6) peritonitis infection as well as the patient¿s preference due to comfortability during therapy. Causality was assigned to an unspecified touch contamination event. (B)(6) is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated as there is no allegation it caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient in the three (3) month timeframe preceding the event occurrence date. The entire set of cycler set lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture was obtained (no cell count), and the patient was admitted and diagnosed with peritonitis. The patient¿s nephrologist evaluated the patient in the ER, and the patient requested to have their pd catheter (not a fresenius product) removed. The patient reported they no longer want to undergo/perform pd therapy because they always feel ¿uncomfortable.¿ given the patient¿s request, discomfort, and inability to drain, the patient was taken directly to the fluoroscopy suite for the pd catheter (not a fresenius product) to be removed, and a tunneled hemodialysis (hd) was placed. The patient transitioned to hd therapy later that day and was started on intravenous (IV) ancef (dose, frequency, duration not provided). The peritoneal effluent fluid culture returned (B)(6) for (B)(6), and the patient¿s IV ancef was continued. The pdrn attributed causality to an unspecified touch contamination event. The pdrn stated the events were unrelated to a fresenius device(s) and/or product(s) malfunction or deficiency. The patient reportedly tolerated the transition well and was discharged. The patient began outpatient hd for rrt and is recovering from the events.